Event description:
The customer reported that during an exam, the "extended exposure warning" message appeared on screen. They accepted the message on the system and moved the pt out of the room. Upon returning to the examination room, they noticed that the x-ray warning light was still illuminated. The healthcare professional alleged there was a potential for excessive radiation exposure.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).